Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, t-wave oversensing occurred during threshold testing. No intervention or monitoring was performed and the patient was stable.